Event description:
This report is being filed after subsequent review of the following journal article, baba, t., kaneko, k., shitoto, k., futamura, k. And maruyama, y. (2012, may). Comparison of therapeutic outcomes of periprosthetic femoral fracture between treatments employing locking and conventional plates. Eur j orthop surg traumatol, 23, 437¿441. The authors conducted a review of 40 patients (40 fractures) who had undergone internal fixation for periprosthetic fracture with synthes device, locking compression plate (lcp) or conventional plate of competitor. Between 2004 and 2007, conventional plates were employed with 19 patients, (four men, 15 women) with mean age 77.1 years and average follow-up 4.5 years. Between 2007 and 2009, the synthes lcp was utilized with 21 patients (three men and 18 women) with mean age 75.9 years and average follow-up 2.5 years. The authors reported one case of delayed union in the lcp group. On final follow-up, bone union was achieved. This report is for an unknown lcp. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.